Event description:
Covidien received information stating that during patient use, the alarm silence/reset button was unresponsive. The patient was transferred to another ventilator. There were no negative patient effects reported.

Manufacturer narrative:
No additional information is available at this time. (B)(4).